Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the close door alarms. The eval found that the force required to secure the door is above expected levels which corresponds with the reported symptom. The door hooks were replaced.

Event description:
It was reported that a spectrum pump alarmed to close door. It was also reported that there was no pt involvement.